Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence, stage iii-bp uterovaginal prolapse and anemia secondary to menorrhagia with concurrent transvaginal hysterectomy with modified mccall culdoplasty, rectocele-enterocele repair, perineoplasty, cystoscopy and mesh implant. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and boston scientific polyform was implanted. It was further reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. Additionally, on (B)(6) 2008, the patient underwent mesh removal and resection due to exposed mesh. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent release, excision and extraction of anterior vaginal mesh, release excision and extraction of mesh sling due to exposed distal vaginal mesh in two exposed areas on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.